Event description:
Per the clinic, the patient experienced an extrusion of electrode array through the tympanic membrane. Subsequently, the device was explanted on (B)(6) 2025 and the patient was reimplanted with another cochlear device within the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached.